Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), patient called indicated reading from apple watch revealed heart rate below 60 beats per minute (bpm). Patient reported fainting. Patient reported facility requested data transmission report. The ipg remains in use. No patient complications have been reported as a result of this event.